Event description:
Hcp reported the pt presented approximately a month ago with increasing pain. In 2003 a CT scan was done which showed a soft tissue mass "within the canal" from l3 to the sacrum and the "marror appeared abnormal." The hcp was unsure of the nature of the mass. In 2004 the pt had all implanted devices removed including a stimulator system. The next day an MRI was performed which showed no mass. The marrow had a normal appearance. The pt is reported as "actually doing better."